Manufacturer narrative:
The investigation confirmed that non-reproducible and higher than expected vitros trop I es results was obtained from a single patient sample and from one troponin I free sample processed on a vitros 3600 immunodiagnostic system. Investigation found no evidence to suggest the vitros troponin I es reagent had malfunctioned. Root cause for the imprecise results is likely an unexpected analyzer event as instrument service was required to return the system to expected performance. Additionally, the investigation could not rule out that inappropriate sample processing may have contributed to the imprecise results for the patient sample.

Event description:
The customer obtained nonreproducible and higher than expected vitros tropi es results from a single patient sample and from one troponin I free sample processed on a vitros 3600 immunodiagnostic system. Patient 1 = 0.081 vs. Expected <0.012 ng/ml. Troponin I free sample = 0.100 vs. Expected <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. The higher than expected vitros tropi es patient result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).